Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap a40 device. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for investigation. During the evaluation of the device at a third-party service center, a "ventilator inoperative" condition was identified. The device's circuit board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. The device was scrapped per customer request.